Event description:
It was reported that the demo generator boots up with lines on the display. The customer noticed this during setup for a case. The customer used another generator with no pt involvement/consequence. The device will be returned.

Manufacturer narrative:
Eval summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint info is trended on a regular basis.